Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
A physio-control representative performed an initial evaluation of the customer¿s device and confirmed that the device was able to power on. The device has a non-critical failure and remains archived at physio-control.the customer has been provided with a replacement device.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control contacted the customer in order to obtain additional information about the event and device; however, no additional information was provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.